Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and high ketones identified as life-threatening by a healthcare provider; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room via ambulance. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and zofran, morphine, and reglan. Customer was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.